Event description:
It was reported that prior to procedure, the patient's right ventricular (rv) lead was oversensing noise leading to inappropriate shock. No symptoms reported. The rv lead was explanted and replaced. The patient was stable throughout procedure.